Event description:
It was reported that the tandem-provided charging cable was damaged, causing it to be loose within the pump's charging port and impacting charging capability. There was no adverse impact to the customer's blood glucose level. Customer reported that an alternate charging cable was able to fit snuggly into the pump usb port. Replacement tandem-provided charging cable was sent to the customer to address the issue.